Manufacturer narrative:
The 3rd party service company facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support speciality in response to a phone conversation(s) with a 3rd party service company facility representative. Carefusion has dispatched a field service representative for the evaluation of the device. Once the device evaluation is complete, a follow-up medwatch report will be submitted.

Manufacturer narrative:
Additional manufacturer narrative. This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2015. The information for this follow-up report was noted on 10/28/2015. Field service performed an uvt, and an ovp according to manufacturer specifications on 4/21/2015. No failure was found.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a 3rd party service company facility representative(s). Customer claims ventilator is autocycling, unit pass the leak test, the patient circuits was replaced and the exhalation filter was replaced and the problem was not corrected, unit was tested on default settings, the fio2 setting is (B)(6) when it autocylces, instructed customer to set the fio2 to (B)(6), after this the ventilator stop autocycling.